Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A healthcare professional reported several cases of diffuse lamellar keratitis following lasik. Patients with more severe cases were prescribed an oral steroid as well as a topical steroid. Additional information has been requested.

Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to the day of treatment. User handling contributed to the event as the customer stated diffuse lamellar keratitis (dlk) started after the energy changes were made on the device by former surgeon. No technical root cause was identified as the product was found to be within specifications. Dlk is not related to the device. Device worked as intended. No technical root cause was identified as the product was found to be within specifications. The manufacturer internal reference number is: 2020-61621